Event description:
It was reported that the patient with this tactra experienced penile deformity, pain and discomfort, attributed to excessive curvature of the device. The physician mentioned that it was difficult to insert the tactra and suspects that this curvature may be due to the nitinol's memory properties. In addition, it was noted that the device was mispositioned. The tactra was explanted and replaced with non-bsc device. No further patient complications reported.

Event description:
It was reported that the patient with this tactra experienced penile deformity, pain and discomfort, attributed to excessive curvature of the device. The physician mentioned that it was difficult to insert the tactra and suspects that this curvature may be due to the nitinol's memory properties. In addition, it was noted that the device was mispositioned. The tactra was explanted and replaced with non-bsc device. No further patient complications reported.